Event description:
A mass in right lung was discovered from a CT scan during covid treatment. Resulted in the removal of the lower right lung lobe due to malignant carcinoid tumor. FDA safety report ID# (B)(4).